Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device showed an alert for having reached its elective replacement indicator (eri). It was determined that the eri alert was false. The device was reprogrammed to clear the alert and resolve the event. The patient was stable and there were no adverse consequences.